Event description:
It was reported that the PICC was placed in 2007. Three months later, the staff observed that the stiffener was still in place and a part of it had got loose and was found in the lower part of the vena cava inferior. It was removed without any complications. The hospital realized they did not follow the IFU.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A chr review showed no other similar product complaint file(s) from this lot.